Event description:
On (B)(6) 2014 the reporter contacted animas, alleging a dim discolored display issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 06/06/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/03/2014 with the following findings:.pump booted to the verify screen with dim pink contrast. Unrelated to the pump, the bolus button cover is detached from pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.